Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when turning on the machine, the screen went to a black screen and displayed "no video detected". This happened twice and rebooting the system resolved complaint. It was reported troubleshooting was unable to be performed as the manufacturer representative (rep) was unable to remove the back panel to check the monitor connections. There was no patient involvement. Additional information was received. It was reported that technical services (ts) asked if they use the external monitor often and the rep stated they hook it up often to an external monitor. The external monitor was checked and it was set to "auto" on the resolution. Ts asked if they power off the system after displaying to an external monitor and the rep was uncertain. The rep was unable to reproduce the complaint.

Manufacturer narrative:
H6: software data was received by the manufacturer for analysis. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. D15 is applicable. Previously reported codes b01 and c19 are also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 1.2.0 and product ID: 9735795, serial/lot: unknown. The system was serviced in the field and no faults were found, the system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when turning on the machine, the screen went to a black screen and displayed "no video detected". This happened twice and rebooting the system resolved complaint. There was no patient involvement.